Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025 through the morning of (B)(6) 2025, the cgm reading was 300 mg/dl, but no fingerstick was taken. It was unknown if the patient self-treated with insulin based on the cgm reading. A few hours after this, the patient was alerted that the cgm reading was 47 mg/dl. The patient self-treated with sugar, but experienced loss of consciousness. An ambulance was called, and the patient was treated at home with unspecified treatment. The patient recovered at home and was not brought to the hospital. The patient alleged that during the event the cgm device was possibly malfunctioning due to the difference between the cgm reading at night, and during the day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.